Event description:
Boston scientific received information that this right atrial (ra) lead exhibited sensing issues due to lead dislodgement. No additional adverse patient effects were reported. This ra lead was surgically abandoned and is no longer in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.